Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe generator to correct the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and upon visual inspection there were no issues found that would be related to the reported event. The unit was tested using a known good system and energized and cauterized, and all ports recognized instruments. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no damage and no functional issues. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. The unit will be returned to original equipment manufacturer (OEM) for further investigation.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the clinical sales representative (csr) contacted technical support to report that the integrated electrosurgical unit (iesu) or erbe energy was extremely intermittent. The ground pad was checked with no issues found. Both monopolar and bipolar energy had been firing intermittently throughout the procedure. When applied energy, it was weaker than expected. The customer would be locating a force triad generator, and the energy activation cable as multiple instruments and energy cords had been replaced with no change. No issues were found in the logs. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
Annex c - inv findings desc 1 to c06 - material and/or chemical problem identified. Annex c - inv findings desc 2 to c22 - appropriate investigation findings term/code not available. Annex d - conclusion desc 1 to d11 - cause traced to user. Annex d - conclusion desc 2 to d15 - cause not established.

Event description:
Refer to h11 for follow-up information.